Event description:
It was reported that during a check before the use of the epg (external pulse generator), an error code displayed when the power switch was pushed. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.